Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was attempting to load the cartridge onto the pump, the pump declared a messaged stating "the cartridge is empty." During troubleshooting, the type of alert or alarm was unable to be confirmed. There was no known impact to the customer's blood glucose. Customer discontinued using the pump for insulin therapy and reverted to manual injections.